Event description:
It was reported that (1) device was used during a laparoscopic cholesystectomy. It was reported by the affiliate that the tlh90 instrument was fired by the surgeon to staple the stomach. The staples came out and perforated the stomach, however they did not have the "b" shape, but rather the original "u" shape. Another tlh90 instrument was used to complete the case. There was no consequence to the patient.